Event description:
It was reported that after a diagnostic cardiac angiogram, arteriotomy closure was attempted of the right common femoral artery using a starclose se device. Reportedly, after clip deployment, difficulty was encountered removing the device. The thumb advancer/clip delivery tubeset were unlocked via the access ports, but could not be retracted proximally. Counter-traction with an assertive pull was used to remove the device. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event. Based on the information reviewed, there is no indication of a product deficiency. However, three unused, sterile starclose se devices with the same part and lot number as the complaint device were returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested, unused devices.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.